Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 "patient developed severe peristomal skin denudement surrounding her ileostomy with serous and fluid filled large bullae unroofing. These areas caused significant pain and burning. The burning did not resolve for 2 weeks per patient report. Used sureprep no sting barrier spray". It was reported by the customer that due to this, the patient required multiple follow up visits to ensure healing. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Skin denudement requiring follow up care and treatment.